Event description:
A hospital in (B)(6) reported that a bc2425-20 neonatal oxygen therapy nasal cannula came apart at the prongs. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc2425 oxygen therapy nasal cannula is manufactured by salter labs in (B)(4), for fisher & paykel heathcare. Method: the complaint cannula was not made available to fisher & paykel healthcare for evaluation. We attempted to obtain further information regarding how long the cannula had been used and where it had come apart but this was not provided. Results: during manufacture by salter labs a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. Without inspecting the complaint device, it could not be determined whether: the tube had properly bonded to the nose piece. Sufficient bonding agent had been applied to the tubing. There was any damage to the surface of the tubing. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine the cause or nature of the detachment as reported by the customer.